Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. The returned ipg passed all functional testing at lab bench and onto the autotester. No root cause was identified for the reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics were normal for impedances and no connection issues were noted. To address the issue, the physician explanted and replaced the ipg. No surgical intervention was performed on the leads.